Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿exposed adhesive¿ with a potential root cause of ¿supplier error¿. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the sticky liquid was adhered. It was also stated that the same event occurred in all 48 enclosed sheets. As per additional information received via email on 05feb2021 from ibc representative, there was more adhesive on the statlock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sticky liquid was adhered. It was also stated that the same event occurred in all 48 enclosed sheets. As per additional information received via email on 05feb2021 from ibc representative, there was more adhesive on the statlock.